Manufacturer narrative:
Product analysis: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per s pecifications. Deformation was evident to the most distal and the 15th stent wraps struts raised, stretched and overlapping. It was not possible to determine if there was damage to the distal tip as the stent had displaced over the tip. The inner lumen patency could not be verified as the stent struts were covering the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in a patient. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. There were no issues removing the protective sheath. The device was inspected with no issues noted. Negative prep was also performed. It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in a patient. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. There were no issues removing the protective sheath. The device was inspected with no issues noted. Negative prep was also performed. An attempt was made to try to advance the stent but it would not go, so it was removed from the vessel/patient. A guideliner was advanced. When the stent was reinserted through the guideliner resistance was noted, when the stent passed through it the stent was seen to be off the balloon. It was informed that the stent dislodged during insertion in to the homeostatic valve. All the kit was removed from the patient. Nothing was left in the patient. No patient complications have been reported as a result of this event. Device analysis has shown displacement of the stent on the balloon. Deformation was evident to the most distal stent wraps with struts raised, stretched and overlapping.

Manufacturer narrative:
Correction to patient code. If information is provided in the future, a supplemental report will be issued.